Event description:
It was reported that balloon rupture occurred. The 91% stenosed, 15mm x 1.5mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at 1013 kilo pascal, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 91% stenosed, 15mm x 1.5mm target lesion was located in the moderately tortuous and mildy calcified left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at 1013 kilo pascal, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks at 23cm and 50cm from the hub. Microscopic examination revealed a pinhole on the distal side of the marker band. The tip is damaged and the balloon is loosely folded. There is blood in the inflation lumen, guidewire lumen and balloon. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device presented no other damage or irregularities.